Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Submitted: (B)(4) 2015 the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: device evaluation: on investigation, the display screen was found to be dim/faded/discolored.